Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer's blood glucose was 330 mg/dl at the time of incident. The customer's blood glucose was 102 mg/dl at the time of call. The customer does not recall significant event leading to issue. The customer declined to complete troubleshooting. The reservoir will not be returned for analysis.